Manufacturer narrative:
The device logs were provided to technical support for evaluation. As a precaution, it was recommended to replace the power board on the device. The original power board was returned to the zoll fa lab for evaluation; however, the reported issue could not be reproduced, and the board passed full functional testing. There were no alarms recorded on the device log files for the event date that was provided by the end user. The reported malfunction was unable to be confirmed during log file review and during functional testing. The only evidence of the device ceasing to ventilate is when ventilation was manually turned off by the user.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant reported that while on a patient the device stopped ventilating, and showed technical failure alarms 394, 396, 401 and 553. Complainant did not indicate adverse effect to the patient.